Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient went to the hospital as she was dehydrated and was feeling dizzy. She experienced vomiting and nausea as hadn't eaten for 36 hours. When she went to the hospital, the they took a manual bg. The reading from the dexcom was 262 mg/dl and manual bg was 411 mg/dl. The symptomatic hyperglycemia was treated with IV fluid and insulin. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. Of note, the patient is a tandem pump user. At the time of the report 2 days after the medical intervention, the patient was weak but starting to feel better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.